Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/11/2022. H.6. Investigation: two photos and one sample of a 3ml integra syringe (p/n 305283) were received and evaluated. It was observed that the plunger rod was pressed into the syringe which punctured the stopper, and the cutter was visible, but the needle did not retract into the syringe. The needle was still visible at the end of the syringe. Potential root cause for the premature retraction and retraction failure defects are associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that bd syringe integra 3ml ll had a difficult to move plunger and had a needle retraction failure. The following information was provided by the initial reporter: " the syringe pushed through so that the remaining 0.2ml could not be infused while the needle was still in the patient's buttock. In addition, the needle should shoot back into the syringe for safety reasons (after pushing through), but this did not happen."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe integra 3ml ll had a difficult to move plunger and had a needle retraction failure. The following information was provided by the initial reporter: "the syringe pushed through so that the remaining 0.2ml could not be infused while the needle was still in the patient's buttock. In addition, the needle should shoot back into the syringe for safety reasons (after pushing through), but this did not happen."